Event description:
Procedure type: gastrectomy. According to the reporter: after firing, tissue was opened so the doctor closed it again with another gia10038s. The staple had been prefired before use. There was not any reinforcement material used in conjunction with the stapling device. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem. Surgery time was extended by 30 mins or more. Current condition of the patient is fine.

Manufacturer narrative:
(B)(4).